Event description:
It was reported to ventec that the device was not alarming as expected. The initial reporter advised, "I had a patients mom reach out to be about her vent not alarming when she would take off her mask in the middle of the night. I messed with all of the alarms trying to get it to alarm and could not get it to." There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: an authorized service provider (asp) will evaluate and potentially repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.